Event description:
It was reported that the balloon was not inflating evenly in the catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One photo sample was confirmed to exhibit the reported failure. Visual evaluation of the attached photo sample noted two opened, used two-way silicone foley catheters. Visual inspection of the sample noted the left catheter measured 80:20 and right catheter measured 60:40 as compared. The left catheter was out of specification per inspection procedure which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." A potential root cause for this failure could be balloon molding. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was not inflating evenly in the catheter.